Event description:
The device was used during an inguinal hernia procedure. Reportedly, the staples did not form properly. The surgeon performed a re-operation on november 25, 1997 to correct the condition. The hosp has reported the pt's condition is satisfactory.